Manufacturer narrative:
02-jul-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Unsure whether there's still pieces of the tampon up my vagina [foreign body in reproductive tract], tampon outer lining tearing [device breakage], removing it from vagina the product's outer lining ended up tearing...unsure whether there's still pieces of the tampon up my vagina [complication of device removal]. Consumer sent e-mail stating the outer lining of the tampon was tearing when removing it from her vagina. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Unsure whether there's still pieces of the tampon up my vagina [foreign body in reproductive tract]. Tampon outer lining tearing [device breakage]. Removing it from vagina the product's outer lining ended up tearing. Unsure whether there's still pieces of the tampon up my vagina [complication of device removal]. Case description: consumer sent e-mail stating the outer lining of the tampon was tearing when removing it from her vagina. No serious injury was reported.